Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost air after sealant deployment so the sealant wasn't stabilized and the closure was unsuccessful. There was no reported patient injury. The device was stored and prepped according to the instructions for use. The device was used in a interventional peripheral procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 6f avanti sheath. No resistance or friction was experienced when inserting the vcd into the sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The stick location was "the afs below the the most inferior border of the iea". There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 25 minutes. The sheath was not kinked or bent or damaged upon removal. No excess force was applied during insertion. The balloon lost pressure after sealant deployment, so the sealant could not be stabilized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is available and being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2212901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost air after sealant deployment so the sealant wasn't stabilized and the closure was unsuccessful. There was no reported patient injury. The device was stored and prepped according to the instructions for use. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 6f avanti sheath. No resistance or friction was experienced when inserting the vcd into the sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The stick location was "the afs below the most inferior border of the iea". There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 25 minutes. The sheath was not kinked or bent or damaged upon removal. No excess force was applied during insertion. The balloon lost pressure after sealant deployment, so the sealant could not be stabilized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2212901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.